Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The philips modality leader reported that the device is "not getting on." There was no adverse patient impact reported.

Manufacturer narrative:
.